Event description:
It was reported during a revision to replace the lead connector sites; it was noticed that the insulation on the leads was noted to have interruptions at several locations. Pre and post operative, there were no signs of open or short circuits. The therapeutic effect was good. No actions were taken as the therapy was working. Additional info indicated the two leads had to be explanted due to increasing infection. Additional info has been requested.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.